Manufacturer narrative:
Based on the current information provided, the root cause of the potential bowel injury is determined to be potential user error. If additional information is received, a follow-up MDR will be submitted. On 08-mar-2022, an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse was unable to reproduce the reported problem. The fse reviewed the system logs and found no errors present. The fse then ran a diagnostic test engineering (dte) test for instrument engagement and friction and found no errors. The fse then proceeded to run system verification and encountered no issues either. The system was tested and verified as ready for use. An instrument log review was performed. Per the review, the following was confirmed: the gastric bypass (roux-en-y) surgical procedure was performed on (B)(6) 2022 on system (B)(4). The customer used endoscope sn (B)(4), and monopolar curved scissors sn (B)(4), which had 2 lives remaining. A review of the site's system logs for the reported procedure date was conducted by the technical service engineer. The investigation revealed the following possible related system errors: 100- set up joint (suj) moved without being clutched on arm3 sujd wrist. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument moved in an unexpected way when the monopolar curved scissors was installed in usm3. The instrument advanced forward and poked the patients bowel. Although the surgeon could not confirm if the bowel was punctured, he ¿over sewed¿ the bowel as a precaution.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the technical service engineer (tse) notes: the customer reported that the monopolar curved scissors installed on usm3 advanced forward on its own and poked the patients bowel. The customer further stated that they did not believe this movement punctured the patients bowel but the surgeon ¿over sewed¿ the area in case there was a puncture. Onsite logs do not reflect any system related issues. The customer was not certain of the specifics of the issue. The customer explained they did not encounter any further issues with the system during the procedure. The staff is requesting the field service engineer (fse) follow up and verify the system to ensure there is nothing wrong with the system. . On 01-apr-2022, intuitive surgical, inc (isi) contacted the robotics coordinator about the event and additional information was obtained about the complaint: the surgical first assistant inserted the monopolar curved scissor (mcs) into the cannula during the surgery, but realized that he/she did not attach the monopolar cord prior to inserting the instrument. The first assist decided to attach the monopolar cord to the mcs while inserted into the cannula which was in the patient. As the first assist was pushing the monopolar cord into the housing of the instrument, the instrument was pushed into the bowel of the patient as he/she was inserting the cord into the mcs housing. The surgeon¿s head was in the surgeon side console and he visualized the event. The surgeon placed precautionary sutures in the area of the bowel where the tips of the mcs made contact with the bowel.